Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. Because the device was not returned, mmdg is unable to investigate the complaint. This report is being filed for the delay in therapy that the customer experienced.

Event description:
The initial reporter stated that the pump was alarming motor stall. They stated that this resulted in a two day delay in therapy. Mmdg followed up with the initial reporter, who stated that the patient had been instructed to go to the hospital to resume infusion, but that they refused to do so. They state there was no harm or adverse affect to the patient because of the delay in therapy. (B)(4).